Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise oversensing and low out of range pacing impedance resulting in a polarity switch. No intervention was reported, and the patient experienced no adverse effects.